Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron chemistry analyzer is leaking from the reagent probe that occurred after replacing the syringe rod. No injury or operator exposure was reported for this event.

Manufacturer narrative:
Customer technical support (cts) advised the customer to inspect the syringe for proper installment and also to check the connectors on the reagent probes. The customer reinstalled the syringe and performed a couple of primes on the system, which resolved the issue. Service was not dispatched for this event.